Manufacturer narrative:
The master tool manipulator (mtm) had triggered error 25521 during sine cycle testing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted if the product is evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, a non-recoverable fault 25521 fault was observed on the left master tool manipulator (mtml) 2. The customer performed a power cycle of the system. The same issue persisted even after a hard power cycle on surgeon side console (ssc) 2. Technical service engineer (tse) reviewed event logs via onsite. The non-recoverable fault 25521 pointed to mtml2. Tse advised the customer to disable mtml 2. There was fault reported after disabling mtml. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering up and it initially did power on without errors. The surgeon continued procedure with disable mtml2 because the system is dual console system. The procedure was robotically completed in the original configuration with the ssc1.